Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bleeding under the left breast area. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised temporary removal of device to allow the area to heal. Outcome of the wound is unknown as follow up attempts were unsuccessful.